Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 18 mg/dl. Reportedly, the combination of not consuming food and the customer's tendency for bg to decrease during pregnancy was the cause. Additionally, the customer delivered a bolus for the carbohydrates consumed which caused bg to decrease. Contact called 911 and the paramedics gave the customer glucagon and fluids and provided food to the customer. Reportedly, the customer was in contact with healthcare provider regarding diabetes management.